Event description:
Patient underwent total shoulder arthroplasty on (B)(6) 2001. Subsequently, patient was revised in 2008 due to particles in the joint and gouges in the bone.

Manufacturer narrative:
Revision procedure sometime in 2008. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "excessive activity, trauma, and weight gain have been implicated with premature failure of the implant by loosening, fracture, and/or wear." The user facility was notified of the event on (B)(4) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-00140 thru 00143).